Manufacturer narrative:
The device history record (DHR) for lot v15369 indicates that there were no non conformance reports (ncr)s issued to this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the date of manufacture. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause of the reported condition could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple contributing factors however, there is insufficient evidence available to determine a most probable root cause for this investigation or determine if any corrective actions are deemed necessary. If a sample is returned, the complaint will be re-opened for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/04/2017 an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the spine center reported a needle breaking off into a patient.